Manufacturer narrative:
The customer reported a burn in the retina. No additional, related, information was able to be obtained from this customer. However, a similar probe was retuned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on july 13, 2015. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on may 12, 2010. Based on qa assessment, the product and associated system met specifications at the time of release. A straight laser probe was received for evaluation. A visual assessment of the returned sample revealed the laser probe sheath was disconnected from the handpiece, exposing the optical fiber. It should be noted, that the received sample had a different lot number than the reported probe, expected to have been returned. Therefore, it cannot be determined if the returned laser probe is affiliated with the reported event. The sample was not evaluated further. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a photocoagulation procedure, the laser probe burned a hole in the retina with 100mw power. An alternate laser probe was used to complete the case. In a follow up, the customer indicated the patient was not harmed by the incident. Additional information has been requested, but none expected to be received.